Event description:
The procedure was treatment of a patient papilloma of the vocal chord. It was reported that the fiber appeared to have broken / burned at about 6 inches from the distal end of the fiber, away from where it was stripped, before the fiber was used. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber break is confirmed as functional testing identified a fiber body break, 2cm from the distal tip. It is likely that there was excessive manipulation or bending of the fiber prior to the procedure, resulting in the fiber body break. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. According to the device instructions for use, examine the aiming emitting from the coaxial endostat fiber prior to use to ensure fiber integrity. Device history record (DHR): a review of device history record confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted revealed the aiming beam was present at the location of the break. The break was located at 2cm from the distal tip. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: the endostat is a glass fiber and any damage to the nylon jacket or fiber core will result in the emission of uncontrolled laser energy. Examine the aiming emitting from the coaxial endostat fiber prior to use to ensure fiber integrity. Strip the fiber tip with the appropriate stripper after insertion into the curved or angled handpiece to prevent chipping of the exposed fiber as it is passed through the handpiece, and before insertion into a straight handpiece, endoscope or laparostat. Investigation conclusion: based on analysis results, an investigation conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event

Event description:
The procedure was treatment of a patient papilloma of the vocal chord. It was reported that the fiber appeared to have broken/burned at about 6 inches from the distal end of the fiber, away from where it was stripped, before the fiber was used. There were no clinical consequences to the patient due to this event.